Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported no upstream occlusion which was reproduced through trouble shooting of the device. The reported condition was verified. The cause was determined to be ultrasonic sensor was out of specification which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had no upstream occlusion. The reported event was discovered during testing in the biomed service. There was no patient involvement. No additional information is available.